Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle was left inside the patient, managed to take it off from the patient but the unit failed in grabbing the needle. There was patient involvement. There was no patient injury or medical intervention required. There was no patient death and no labeling or packaging issue.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a serious injury event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle was left inside the patient, managed to take it off from the patient but the unit failed in grabbing the needle. There was patient involvement. There was no patient injury or medical intervention required. There was no patient death and no labeling or packaging issue.